Event description:
It was reported that while in the operating theater the intra-aortic balloon (iab) was inserted and "soon after that, leak alarm occurred." As a result, the md "decreased balloon volume and the leak alarm stopped." The md noticed "something different on the monitor, so the iab was removed." The md inserted a competitors iab without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.